Event description:
This is the first of two reports on the same event involving two products. Refer to medwatch 3006186389-2012-00008 for a description of the second report. It was received from a health authority agent that "pt presented with perio-orbital cellulitis. Cultures obtained grew pseudomonas aeruginosa. Pt had been using two contact lens care products prior to presentation of pseudomonas infection. These three products are all under consideration of potential sources of the infection per infectious disease physician care provider." No further info is available.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. Retained sample met the specifications for all the tested parameters and is compliant with product specifications. There were no non-conformities or deviations during the manufacturing process which are related to the nature of the complaint. The root cause could not be determined. (B)(4).